Event description:
End user reports that the most recent box of 200, unknown qty and unknown lot, had consistent dust in each package. "To clarify, the powder was inside the protective packaging for the catheter", he could see it on the surface of the catheter. He reports it looked like it was the same material that the catheter was made out of and may have been the result of cutting or grinding during manufacturing." No photo available at this time. There was no harm reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.